Manufacturer narrative:
Per review of parent case pr (B)(4); 07sep2023 s.mota-cleare: upon review, it's clear that case (B)(4) closely relates to the core issue documented in case (B)(4), concerning a red cross on defib and beeping on and off. To ensure efficient communication and consolidated documentation, we've decided to close this case as duplicate. All relevant information, including the issue's cause and resolution, will be thoroughly covered within the original case (B)(4). This approach maximizes clarity, avoids redundancy, and streamlines our efforts. Therefore, reg. Reporting is no longer applicable for this record.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there is a red cross on the heartstart mrx monitor/defib and it is beeping on and off. There was no reported patient involvement.